Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited left ventricular loss of capture. Technical services emailed the local field representative for further information. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. It is unknown if a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited left ventricular loss of capture. Technical services emailed the local field representative for further information. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. It is unknown if a new device was implanted. No additional adverse patient effects were reported.